Event description:
Analysis of the returned generator was completed. The returned generator was found to be at end of service due to normal battery depletion. Monitoring of the device output signal showed no signs of variation in the pulse generator¿s output signal other than briefly losing the electrical connection. The device provided the expected level of output current. The pulse generator diagnostics were as expected for the programmed parameters. The pulse generator module performed according to functional specifications. Other than briefly losing the electrical connection during the monitoring period, there were no other performance or any other type of adverse conditions found with the pulse generator.

Event description:
Clinic notes dictated on (B)(6) 2014 note that the patient was seen on (B)(6) 2014 for follow-up of an emergency medical unit visit the prior month. It was noted that the patient was seen again in the hospital since the follow-up visit prior to dictation of the notes for breakthrough seizures. It was noted that medications have been adjusted. It was noted that zonegran was weaned off and fycompa was started; however, this did not lead to any significant improvement in seizures. Methsuximide was started at the most recent hospital visit at the beginning of june. It was noted that the vns is functioning at high settings (2.5ma) in rapid cycling parameters. It is unknown if the breakthrough seizures are an increase above the patient (B)(6) pre-vns baseline frequency. Attempts to obtain additional relevant information have been unsuccessful to date.

Manufacturer narrative:
Cyberonics, inc. Submits this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation, based on information that cyberonics has obtained, but may not have been able to investigate or verify prior to the date the report was required by the FDA.

Event description:
Additional information was received stating that the vns patient underwent generator replacement surgery on (B)(6) 2014 due to near end of service. The explanted generator has been returned to the manufacturer where analysis is currently underway.